Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider stated that the onset of palpitation was (B)(6) 2019 went to pct (B)(6) 2019,will not turn her device back on, the patient's underlying medical cardia and medications history is noncontributory no history of cardia, dysrhythmia, other than her overactive bladder , the patient is generally healthy. The pathology was sent. Additional information received from 2019-oct-02 stated that patient was presented to the emergency department for evaluation of intermittent palpitations x3 days. Outside EKG slight significant artifact but underlying rhythm appears to be sinus without any ischemic changes. Her EKG also demonstrates these spikes of artifact but normal sinus rhythm, no ischemic changes. Probably artifact related to the bladder stimulator. She was noted to have slightly elevated heart rate elevated heart rate and was tachycardic. EKG performed which revealed abnormalities. Patient was sent to the ed for further evaluation. Patient stated she has had off-and-on palpitations in recent days but denies any recent fevers, chills, chest pain, shortness of breath, dizziness or lightheadedness. Blood work was performed which is unremarkable. Artifacts felt to be secondary to bladder stimulator which was turned off and repeat: EKG now reveals sinus rhythm again with no ischemic findings and normal intervals. At this time no suspicion for any emergent etiology of patient's palpitations. The is no evidence of congestive heart failure. The patient still has urgency/frequency. Explant of interstim ins and lead removal (B)(6) 2019.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) revealed no anomaly. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient's arrhythmia was not related to the patient¿s underlying urinary dysfunction. It was noted as unknown if patient had any history of arrhythmia prior to device and if any diagnosis were performed.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Concomitant medical products: product ID: 3889-28, lot# va0wmv1, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Patient claimed it cause arrhythmia. Patient went to the emergency room (ER) with arrhythmia. The device was turned off and the arrhythmia subsided. Caller was unaware of any environmental issues. Device was turned off in the ER then explanted completely and would not be replaced. The issue was resolved at the time of this report. There were no further complications reported at this time. Additional information received from healthcare provider (hcp) on (B)(6) 2019 stated that the device was sent to the pathologist for examination to see if the device did indeed cause the arrhythmia. Right now, it is still pending results from the pathologist.